Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was that in just the last month maybe they hadn't used the ins that much since it was like doing its own thing. Pt stated that dr. Hamza and a rep set up the device (pt noted that they used physician partners) and that things were perfect and going just fine until all of a sudden the stimulation was overpowering. Pt stated that when they tried to walk and if they were not real careful the stimulation would almost make their knees buckle. Pt pt didn't want to mess with the settings and wanted to meet with a rep to address the reported issue. Pt stated that what they had done in the past was meet a rep at the doctor's office and let the rep deal with the device. Pss redirected pt to hcp to coordinate a meeting with a rep. Pt stated that they hadn't been using the ins for the last probably week since the stimulation was too strong.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Case reopened. Reassigned to send follow-up email. Patient rep ((B)(6)) called back and gave reference number (B)(4). Caller stated the letter is asking how the issue was resolved and how the patient is doing. Caller stated that no one ever called them back regarding the issue, so the issue is not resolved. They have called their doctor's office several times, and (B)(6) the office manager keeps telling them everything is taken care of and "(B)(6)" will call them shortly, but no one ever does. Caller added they have some phone numbers for reps as well and have tried calling directly but never hear back. Caller was very upset stating, "this thing doesn't work" and that the patient is getting no pain relief whatsoever and no one is trying to help them. Caller added that every since the device was put in they've seen a message that says. Agent sent follow up message to the field requesting assistance.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.